Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 05/03/2016 with the following findings: a review of the black box data showed no activity related to the complaint. The complaint was not verified or duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the "some of the inputs not recording in the computer correctly". There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because of the allegation of an unspecified pump malfunction.